Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, an is4 left ventricular (lv) lead was unable to be inserted into this cardiac resynchronization therapy defibrillator (crt-d) lv port. It was confirmed that the lv lead and the lv port were is4. The wrench was inserted into the device header, the lead was wiped with saline, and an additional attempt was made to re-insert the lv lead without success. The physician also tried to see if the df4 right ventricular (rv) lead could fit into the is4 lv port, without success. Subsequently, this crt-d was removed due to a suspected header anomaly/connection issues, and the lv lead was successfully inserted into a different crt-d model. No additional adverse patient effects were reported. This attempted crt-d was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the observed connection issues during the implant procedure, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during an implant procedure, an is4 left ventricular (lv) lead was unable to be inserted into this cardiac resynchronization therapy defibrillator (crt-d) lv port. It was confirmed that the lv lead and the lv port were is4. The wrench was inserted into the device header, the lead was wiped with saline, and an additional attempt was made to re-insert the lv lead without success. The physician also tried to see if the df4 right ventricular (rv) lead could fit into the is4 lv port, without success. Subsequently, this crt-d was removed due to a suspected header anomaly/connection issues, and the lv lead was successfully inserted into a different crt-d model. No additional adverse patient effects were reported. This attempted crt-d was returned for analysis.